Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was seen in office for routine follow up. At that time, the lead displayed no capture at maximum output. The lead was determined to have been dislodged. The patient was seen for a lead revision procedure where the lead was successfully repositioned. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.